Event description:
A patient with no prior history of cardiac problems was brought in after a cardiac arrest at home. She was intubated and placed on the ventilator. The patient coded in the ed and was defibrillated within 2 minutes from the time of the arrest with the zoll defibrillator at 200j without success. The patient was asystolic and during the code and received epinephrine, atropine, calcium, dopamine, amiodarone, & insulin. This patient was defibrillated a total 4 times but converted to sinus rhythm after the first shock with a lifepak at 360j. Approximately 2 hours later while in the cath lab the patient coded again and was defibrillated within one minute with a different zoll defibrillator at 200j. The patient was defibrillated 7 times in the cath lab. The patient was in vt initially and the zoll defibrillator was unable to shock out of vf. During this episode, she was administered epinephrine, sodium bicarbonate and amiodarone. The lifepak r2 pads were placed on the patient and she was successfully shocked the first time at 360j. Pads were used on the patient during both events. At this time, the patient remains in the hospital. She has been slow to recover, has a trach and is just starting to walk. This type of event has occurred in our facility in the past but we are reporting it because of the FDA communication.